Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the surgeon is not blaming the device. He stated it was a bad surgery from the first surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a shunt was implanted in the left eye, it touched the iris. The shunt was removed on a secondary procedure. Additional information has been requested.